Event description:
A caller reported that the battery of their pump would not charge despite using a tandem charging cable and trying different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as backup therapy. The caller was also guided on how to put the pump into storage mode and return it using a pre-paid label within 10 days.